Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), the first episode of staphylococcal infection ("serious (B)(6)") and the second episode of staphylococcal infection ("serious (B)(6)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of staphylococcal infection (seriousness criterion hospitalization), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy bleeding during menstruation"), back pain ("severe back pain, when not menstruating"), abdominal pain lower ("lower abdominal pain/ cramping when not menstruating") and dyspareunia ("pain during intercourse"). In 2012, the patient experienced the second episode of staphylococcal infection (seriousness criterion hospitalization). The patient was hospitalized sometime in 2011 and then sometime in 2012. The patient was treated with antibiotics and surgery (bilateral salpingostomies, during which sections of fallopian tubes containing essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of staphylococcal infection, migraine, alopecia, dysgeusia, fatigue, weight fluctuation, arthralgia, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower and dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, weight fluctuation, the first episode of staphylococcal infection and the second episode of staphylococcal infection to be related to essure. The reporter commented: since essure removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and multiple episodes of staphylococcal infection ('serious methicillin-resistant staphylococcus aureus (mrsa) infection') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery. Concurrent conditions included endometriosis, heavy periods, menses painful, depression and obesity. Concomitant products included carisoprodol (soma) since (B)(6) 2016 and hydrocodone bitartrate;paracetamol (lortab) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy bleeding during menstruation/abnormal bleeding"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("vaginal bleeding"), 2 years after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of staphylococcal infection (seriousness criterion hospitalization), the first episode of dysgeusia ("metallic taste in mouth"), fatigue ("chronic fatigue"), arthralgia ("hip pain"), back pain ("severe back pain, when not menstruating") and abdominal pain lower ("lower abdominal pain/ cramping when not menstruating") and was found to have weight increased ("weight gain/ loss specify which one: weight gain right after procedure and great loss over last 2 years"). In 2012, the patient experienced the second episode of staphylococcal infection (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced the second episode of dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was hospitalized sometime in 2011 and then sometime in 2012. The patient was treated with antibiotics and surgery (on (B)(6) 2016 bilateral salpingostomies, during which sections of fallopian tubes containing essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of staphylococcal infection, weight increased and arthralgia was resolving, the migraine, alopecia, fatigue, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea, back pain, abdominal pain lower, dyspareunia and the last episode of dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dysgeusia, the first episode of staphylococcal infection, the second episode of dysgeusia and the second episode of staphylococcal infection to be related to essure. The reporter commented: since essure removal surgery, patient's symptoms had mostly resolved, though some remain. Most of the injuries and symptoms have mostly resolved. The pelvic pain is characterized as a stabbing pain. Complete surgical transection of bilateral fallopian tube lumens. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed full occlusion of fallopian tubes. Successful procedure and both fallopian tubes were fully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdomen pain. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received. Event added: abdominal pain. Event outcome updated for: hair loss, chronic fatigue, abnormal bleeding, migraine headaches. Event- headaches was deleted. Event pt term was updated from weight fluctuation to weight increased. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), the first episode of staphylococcal infection ("serious methicillin-resistant staphylococcus aureus (mrsa) infection") and the second episode of staphylococcal infection ("serious methicillin-resistant staphylococcus aureus (mrsa) infection") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included carisoprodol (soma) since (B)(6) 2016 and vicodin (lortab) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy bleeding during menstruation"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and headache ("headaches"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of staphylococcal infection (seriousness criterion hospitalization), the first episode of dysgeusia ("metallic taste in mouth"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation/weight loss/weight gain"), arthralgia ("hip pain"), back pain ("severe back pain, when not menstruating") and abdominal pain lower ("lower abdominal pain/ cramping when not menstruating"). In 2012, the patient experienced the second episode of staphylococcal infection (seriousness criterion hospitalization). On an unknown date, the patient experienced the second episode of dysgeusia ("metallic taste in mouth"). The patient was hospitalized sometime in 2011 and then sometime in 2012. The patient was treated with antibiotics and surgery (on (B)(6) 2016 bilateral salpingostomies, during which sections of fallopian tubes containing essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of staphylococcal infection, migraine, alopecia, fatigue, weight fluctuation and arthralgia was resolving and the dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, dyspareunia, vaginal haemorrhage, headache and the last episode of dysgeusia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation, the first episode of dysgeusia, the first episode of staphylococcal infection, the second episode of dysgeusia and the second episode of staphylococcal infection to be related to essure. The reporter commented: since essure removal surgery, patient's symptoms had mostly resolved, though some remain. Most of the injuries and symptoms have mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, methicillin-resistant staphylococcus aureus (mrsa) infection, headaches, weight gain, weight loss and metallic taste in mouth were added and event onset date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.